Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed to open. Customer tried to reboot and recover the door, but issue doesn't resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by loose or contaminated latch connections. A field service engineer addressed door 3 intermittent failure by pulling the latch column, inspecting all latch connections, and cleaning, tightening, and reseating them to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.